Event description:
Rptr has a pt with severe uveitis following and attributable to implantation of a ciba memory lens. According to rptr these lenses have been voluntarily recalled by ciba, but no action has been taken by the FDA. No data is available in the peer reviewed literature to help with mgmt of the uveitis related to implantation of these lenses. The only article which rptr was able to find is appended to this message. Rptr asks the current status of investigation of this lens. "A slack inc newspaper late-breaking news: memorylens voluntarily recalled due to inflammation. Ciba vision enhances its mfg process and plans to introduce a more tightly rolled memorylens. Ciba vision's surgical business unit voluntarily recalled its memorylens u940a and u940s models from global markets recently after concluding the aluminum oxide used to polish the lens could have caused postoperative inflammation. President of ciba vision's surgical business unit said it is well documented that this inert material can be associated with this type of reaction, and although not conclusive, all other reasonable possibilities have been excluded from investigation. The reactions reported consisted of mild to, in some cases, more severe inflammation appearing three to five days after surgery. All cases responded well to topical treatment with antibiotics and anti-inflammatories. The inflammatory reaction was found in less than 0.1% of pts receiving these lenses. This rate includes all reports of similar adverse events, including those that the reporting physicians and hosps attributed to factors other than the lens. The issue really was in isolating the exact nature of the reaction and establishing whether it was related to mfg process. This type of reaction can often be multi-factorial in nature. Incidence rate: postoperative inflammation was less than one-third of the reaction rate reported in the clinical trials used to receive regulatory approval of the memorylens, according to a corporate statement. "Ciba vision takes all such reports extremely seriously and acted immediately to follow up on all reports and to vigorously investigate all potential causes of these incidents," the statement read. "The fact that these occurrences were infrequent and may be caused by a number of factors made it difficult to reach a rapid conclusion as to a single cause. It therefore took time to understand and assess all possible causes before reaching any conclusions." Hypopyon and endophthalmitis were reported, although no one reaction could be directly attributed to the lens. Timeline of events: ciba vision had bought the memorylens line from mentor corp in july of last year. Physicians reported an increasing incidence of inflammation in late 1999 in lenses made the same way that mentor had made the lenses. "Few reports of inflammation existed before the sale. The mfg process had not changed in the sale." Ciba vision investigated the inflammation and enhanced its mfg process. After the co made the changes, fewer cases of inflammation were reported, but the co continued to see isolated incidents. So the co withdrew all the remaining inventory from the marketplace. According to a corporate statement, "we are now working diligently to further validate the results of these enhancements and will be back on the market only when we are satisfied that the mfg enhancements we have made will give us the desired results." The co plans to launch a more tightly rolled version of the memorylens as soon as sept. In some cases, the lens has been inserted through an incision of less than 3 mm. "We are looking for a high degree of confidence before we come back to market," president said. "Our goal is to return to market with a lens that will go in an even smaller incision and that meets the highest quality standards demanded by ciba vision."